Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was returned for evaluation. Visual examination of the set confirmed a one inch melted slit approximately four inches above the blood filter. Visual examination confirmed the reported defect of holes in the tubing due to the tubing being caught in the seal at the time the set was manually packaged. Incidents of this nature are attributed to operator oversight during the packaging of the product. Although our training procedures ensure that all of our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. All available information regarding this occurrence has been forwarded to our material review broad (mrb) business unit leaders and all personnel involved in the manufacturing and inspection of this product in order to heighten awareness. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: a nurse was preparing blood tubing for a platelet transfusion in medication room. On priming the line, water (ns) started flowing from tubing. On inspection, several small holes were found in tube. Tubing was replaced. No adverse effect to patient. No injuries reported.